Manufacturer narrative:
Pump received motor error due to physical damaged motor slide. Pump received with minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir was stuck in reservoir compartment. Customer attempted to remove reservoir with pliers and caused part of reservoir compartment to break. Insulin pump would need to be replaced.